Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown. Customer was advised that we will send her a replace pump. Customer insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Also, the pump was received with moisture damage on the battery tube, motor, vibrator and keypad assembly. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank display. Unable to verify the critical pump error due to the blank display. The pump was received with a scratched case, a pillowing keypad overlay, a cracked case behind the pump near the battery compartment, cracked battery tube threads and minor scratches on the lcd window.